Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter-defibrillator presented in backup vvi mode. Technical services was able to reset the programmer and disable tachycardia therapies due to patient condition. The patient status after changes was stable.